Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, patient faced tubing detachment from 2 infusion sets on (B)(6) 2024. The infusion set was in use for 48 hours. The blood glucose was reported high and treated with bolus via pump. No further information available.